Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with unknown mentor saline breast implant has experienced postoperative deflation of implant on an unknown side. Patient reported the deflation occurred one week after her mammogram. As a result, the patient underwent explantation and replacement with unspecified breast implant on (B)(6) 2011. Date of implantation and date of explantation have been estimated based available information. If additional information is received, a supplemental report will be submitted as applicable.